Manufacturer narrative:
Annex d was updated to d1501

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical inc., (isi) did receive the erbe involved with this complaint to perform failure analysis. The unit was connected to the system. The unit displayed error c-34 on start-up and upon activating monopolar coag. A review of system logs showed that unit faulted with error 25913 c-34 on the reported event date. Visual inspection showed that front bezel was cracked from top left corner. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. An intuitive surgical inc., (isi) technical support engineer (tse) asked customer to pull out unit's power cord. The customer was unable to do so during the surgery. Tse informed customer that unit might need a service. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the timing of procedure. The ports were placed prior to the issue being identified. The system functionality was checked upon powering up the erbe. The system/unit powered on without any errors. The customer connected a third party/covidien electrosurgical unit (esu) to the system and completed the procedure with the same third-party generator.